Event description:
It was reported that the patient presented in-clinic for a check. Upon review, it was noted that the implantable cardioverter defibrillator had migrated to the left auxiliary. The implantable cardioverter defibrillator was explanted and replaced. Patient was stable.